Manufacturer narrative:
When a user started to inflate an 8mm x 2cm 80cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter (bc) they noticed that there was a hole on it. There was no reported patient injury. There was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The brand of contrast media used was at a 50/50 contrast to saline ratio. An inflation device was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. A guiding catheter was not used. The hole was not noticed during prep outside of the patient but during inflation when it was inside of the patient. The procedure was completed successfully with another device. The device was returned for analysis. One non-sterile unit of powerflex pro 8mm x 2cm 80cm bc was returned. Per visual analysis the balloon had been inflate and /deflated). No other anomalies were noted. Per functional analysis a leakage was noted in the balloon. Per sem analysis the external surface revealed evidence of scratches and abrasion marks that could be related to the balloon pinhole. The internal surface and distal marker band did not reveal any evidence of damages. No other anomalies were noted. A device history record (DHR) review of lot 17257247 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon - leakage - during positive pressure¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the limited information available for review, vessel characteristics (although unknown) may have contributed to the burst as evidenced by abrasions noted on the outer surface during analysis. According to the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available.  However, it will be submitted within 30 days upon receipt.

Event description:
It was reported that when a user started to inflate an 8mm2cm 80 powerflexpro percutaneous transluminal angioplasty (pta) balloon they noticed that there was a hole on it. There was no reported patient injury. The device will be returned for analysis.

Manufacturer narrative:
A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan.  Additional information is pending and will be submitted within 30 days upon receipt.